Event description:
On (B)(6) 2010, the patient reported the infusion device has been making an abnormal noise for several months. She stated the device beep sounds "raspy". She stated she changes the battery every 2-3 months. She stated the issue persists after battery changes. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.